Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that during a meniscal repair procedure, the depth limiter button fell off of the fast-fix device after t1 was implanted, causing the t2 implant to pre-deploy. Both t1 and t2 were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
T1, t2 and sutures were not returned for evaluation. Visual assessment of the device shows device is in good condition, and the delivery needle shows no distortion. Functional test indicates that the system cycles and advances normally. It was noticed that the depth limiter was not in its original location and no longer adhered to the adjustment limiter button. This depth limiter sheath typically stays in position unless twisted off of the limiter button manually. A functional test was performed and the adjustment button was not able to separate from the needle. After the evaluation, the root cause for the reported issue could not be confirmed with confidence, but is likely to be attributed to user error. A review of the device history record was performed which confirmed no inconsistencies.